Manufacturer narrative:
On (B)(4) 2010, the info received was that tip broke off during a procedure, no injury, and all pieces were retrieved. On (B)(4) 2010, complete detail info was provided from the facility. The facility informed richard wolf that there was no medwatch report sent to FDA. Only an internal routine report was done. The facility informed richard wolf that there was no x-rays done on the pt. Eval summary: 8370.26 - tenaculum forceps - lot#: 1d08. Visual inspection of the tenaculum forceps, a single piece instrument 5 mm diameter x 35 mm working length, with flush port and 8393.941 axial handle was completed. The complete jaw was returned with the forceps. There was no corrosion or deformation at the break site. There were no missing parts. This jaw configuration has such a positive grip that it should hold tissue securely without a lot of force. This is an isolated occurrence as there are no previous complaints with breakage of the jaw. The MFR will have the opportunity to evaluate the instrument and provide any additional info. The tenaculum forceps cannot be repaired and will be replaced to the customer at no charge. Cause: no conclusion can be drawn at this time.

Event description:
It was reported that during a myomectomy, excision of the left paratubal cyst, dilation and curettage, instrument jaw broke off in the pt's abdominal cavity. The complete jaw was retrieved quickly without any harm to the pt. There was no delay in the procedure.